Event description:
During a contrast injection, the connection between the stopcock and high pressure tubing (hpt) became disconnected. This caused contrast to be sprayed. No patient or physician harm or injury occurred as a result of this event.